Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04548. The pt reported the charging antenna began to get hot while recharging the ipg. It was reported she began to use the charging pouch in order to recharge the ipg. A replacement charging system was sent to the pt. Follow up identified the pt received the replacement charging system and the issue was resolved with the new device.

Manufacturer narrative:
Recall #: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.